Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer confirmed the subject scope was shipped in accordance with specifications via DHR. The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event are as follows: performance of reprocessing on the scope is secured by conducting appropriate reprocessing in the following reports. (Cleaning/disinfection/sterilization) since no abnormality of the scope was reported and the culture test result was negative after re-reprocessing at the user facility, we determined the possibility of the culture test positive being due to the subject scope is low. User¿s cds process is possibly differed from recommended process in IFU. Contamination possibly occurred in microbiological testing.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. The ess reported that there was no reprocessing deviations noted with the facility's reprocessing methods. The ess performed an in-service that included reprocessing and storing the scope in accordance to the manufacturer's recommendations.

Manufacturer narrative:
As part of our investigation, the service center followed up with the user facility to obtain additional information regarding the reported event. The scope will not be sent to olympus as it has been cleaned and received a negative culture. The scope is currently in use. The scope is not eto sterilized. The scope is hld sterilized. The cleaning and disinfectant solutions being used is medline dual enzymatic cleaner and aldahol in the oer-pro. There have not been any issues noted with the oer-pro. This scope was not manually cleaned prior to receiving it back from olympus as the scope was clean when it was sent out and had not been used on a patient. Once the scope was received back it was cleaned in the oer-pro. The preventative maintenance is being performed by the biomed as recommended per the manufacturer. It is unknown when it was last performed. The endoscope is being manually brushed with a dual ended cleaning brush. The model of the brush is unknown. Flushing of air is being performed. Pre-cleaning is being performed after each procedure. A bedside kit is being used at the bedside. The steps are unknown. The scope is being leak tested. An olympus mu-1 leak tester is being used. The last time a reprocessing in-service was provided by olympus is unknown. However, they have their own educator who performs the training and there is an annual competency test. There are a few new employees. However, everyone is trained on how to properly reprocess an endoscope. The scope is being stored in a closed free hanging scope cabinet. The scopes are also thoroughly dried after being taken out of the oer-pro with a lint free disposable cloth. An olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized.

Event description:
The service center was informed that upon receipt of a scope from service was cultured and tested positive for enterobacter gram-negative. The user facility reported that the scope was tested day after it came back from service as of the facility¿s monthly culture standard procedure. The facility¿s infection control considered this a high concern. The scope was cleaned and then re-cultured and tested negative. It is unknown how the scope grew this microorganism. The scope was only used twice. Another scope that was used on the same patient was cultured and tested negative. Both scopes were cultured per the cdc guidelines. The scope had not been used on any patients after it had tested positive. The facility reported this ruled out the patient as contributory factor of the organism. No patients were cultured and there were no patient infections.